Event description:
The customer reported that about 1.5 cup of clear fluid was leaking below the coulter act diff 2 analyzer on to the counter. The leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.

Manufacturer narrative:
The field service engineer (fse) cleaned clog from drain line and replaced filter in vacuum line resolving the leak. (B)(4).